Event description:
It is reported that during a durom revision, the surgeon was not able to separate the neck from the stem. All extraction devices available were utilized. Neck and stem were not removed.

Manufacturer narrative:
Evaluation summary: it is possible that the taper between the neck and stem is deeply engaged due to medium build of the patient (B)(6) who had bore weight on this joint for approximately 3 years. This deep engagement could prevent the neck extractor hook and neck extractor collet assembly from applying the necessary forces to remove the neck. Based on the provided information, the exact cause of the complaint or device failure cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.